Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently presented for a follow-up appointment, where it was noted that the left ventricular (lv) pacing percentage. When the physician also attempted to extend the smart delay function, an alert was received, indicating that the test could not be performed. Boston scientific technical services (ts) was contacted for review, and it was discussed that there was evidence of intermittent lv oversensing. Ts provided potential reprogramming options for mitigating this observation and increasing the lv pacing percentage. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.